Event description:
Two physicians attemped arteriotomy closure with the closer s 6fr device following an interventional procedure. The arteriotomy was in an unspecified vessel which was reported to have moderate vessel calcification. The physician reported that "there was strong resistance at the foot area at the time of insertion of the device." "During insertion, an unsual sound was heard, but the procedure was continued." When the device was deployed, it was reported that a bilateral cuff miss occurred. The operator then closed the foot of the device for removal, "however, the device was stuck inside the patient." Angiography was performed, which confirmed that the device was broken at the foot. The device was removed, but the distal portion remained in the patient. A vascular surgeon was consulted and an unsuccessful attempt was made to retrieve the retained device with a snare. An unspecified surgical procedure was performed during which the vasular surgeon removed the retained device parts and achieved hemostasis. It was reproted that "in 10/03, thrombus removal procedure was performed by fogarty." There were no further reports of adverse patient sequelae. It was reported that the patient was discharged from the hospital about two weeks later. Though requested, no additional information was provided.